Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of literature stating patient treated with coolsculpting may have developed paradoxical hyperplasia (ph).

Event description:
Previous emdr submission noted literature article titled, "characteristics and treatment of patients diagnosed with paradoxical adipose hyperplasia after cryolipolysis: a case series and scoping review" which reported 4 individual cases for patients who developed paradoxical hyperplasia (ph) after coolsculpting treatments. Upon further review of information, abbvie medical safety has determined that this record is a duplicate record. Please see mrns 3007215625-2023-12267, 3007215625-2023-00175-00, 3007215625-2023-00174-00 and 3007215625-2023-00173-00 for reportable events related to this complaint.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2023-00840, is a duplicate of the following mrns 3007215625-2023-12267, 3007215625-2023-00175-00, 3007215625-2023-00174-00 and 3007215625-2023-00173-00. Please see mrns 3007215625-2023-12267, 3007215625-2023-00175-00, 3007215625-2023-00174-00 and 3007215625-2023-00173-00 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b2 b3 b5 b7 e1 h6. Previous submission reported complaint as a duplicate. This report represents the other 65 patients noted in the article. Cox, elizabeth, a., et al. "Characteristics and treatment of patients diagnosed with paradoxical adipose hyperplasia after cryolipolysis: a case series and scoping review." Aesthet surg j. 2022 dec 14;42(12):np763-np774. Doi: 10.1093/asj/sjac219. Pmid: 35961054.

Event description:
Allergan aesthetics received a report through journal article "characteristics and treatment of patients diagnosed with paradoxical adipose hyperplasia after cryolipolysis: a case series and scoping review" reporting 65 patients treated with coolsculpting who may have developed paradoxical hyperplasia (ph).